Event description:
It was reported the customer was deceased. Date of death was (B)(6) 2014. The blood glucose at the time of death was unknown. The customer's sister reported that the customer had diabetes ketoacidosis and severe hypoglycemia, resulting in his death. It was also unknown whether the customer was wearing the insulin pump at the time of death. The sister also reported the customer mentioning he had ran out of medication before his death. The events leading up to the death was unknown. The sister also stated it was possible the insulin pump was removed from the customer by the emergency workers. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.